Event description:
It was reported that the patient's stimulation stopped working after a fall that occurred about two months ago. The patient had fallen into the bathtub while bathing her dog and afterwards was not feeling any stimulation. The patient's symptoms have also returned since the fall. The patient was then educated in using the patient programmer which resolved the issue. The patient had not checked her programmer to see if it was on or off. She was startled and didn't know how to check the device. The patient was okay and feeling stimulation. The patient was directed to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance from the manufacturer representative and her concerns were resolved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v828528, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).